Event description:
It was reported that during preparation of a water vapor therapy procedure for benign prostatic hyperplasia, the generator presented error code 400 rf power supply error, another device was used but the error was the same. The procedure was postponed to another date. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.